Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon reported during a surgery he tried to lock the blade and nothing happened. Surgeon removed the blade from the patient tried the same step with the blade outside the patient and the blade did not lock. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The blade¿s functionality was evaluated with equivalent instrumentation. The blade could be locked and unlocked using the impactor for pfna blades. The blade could be attached to the nail according to the instruction given on the technique guide. The tip of the blade could rotate freely and the sleeve could slide. The returned device was functional. The review revealed that this article was manufactured in may 2013 according to the specifications and passed the dimensional inspections. In addition, these blades are function checked per 100% before they leave the manufacturing facility. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances, thus suggesting that there was a technical complication during surgery.